Event description:
Related manufacturer reference number: 2017865-2023-47609. It was reported the patient presented with syncopal episodes. Upon interrogation, it was discovered the atrial and right ventricular leads were oversensing noise that triggered pacing inhibition and inappropriate mode switches. The atrial and right ventricular leads were capped and replaced. The patient was in stable condition.